Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device was not booting, stalling at 00:00. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and identified the system was not booting up. The analysis of log file showed malfunctioning flexvision pc and the host-pc could not connect to the flexvision-pc which confirmed the reported malfunction. A philips field service engineer (fse) examined the system on-site and found that flexvision pc did not boot up and was manually started by the customer. To resolve the issue, the fse replaced the flexvision pc and hard disk, then installed the software. The cause of the flexvision pc failure could not be conclusively determined by the supplier¿s part analysis; however, the replacement of flexvision pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.